Event description:
The article, "a referral center experience with cerebral protection devices: challenging cardiac thrombus in the ep lab", was reviewed. The article presented a retrospective, single center study to examine the feasibility and safety of the routine use of cerebral protection devices (cpd) in patients with cardiac thrombus undergoing interventions in the electrophysiology (ep) lab of a large referral center. Devices included in this study were amplatzer amulet and watchman flx. The article concluded that placement of a cerebral protection device prior to left atrial appendage (laa) closure or vt ablation in patients with cardiac thrombus proved feasible, but possible vascular complications needed to be taken into account. A benefit in periprocedural stroke prevention for these interventions seemed plausible but has yet to be proven in larger and randomized trials. [The primary and corresponding author was jan berg, division of arrhythmology, san raffaele hospital, 20132 milan, italy, with corresponding email: jan.berg@ksa.ch]. The time frame of the study was from june 2016 to april 2022. A total of 30 patients were included in this study, 21 patients underwent laa closure and 9 underwent ventricular tachycardia ablation procedure. In the group who underwent laa closure, 13 (62%) received an abbott device. The average age was 70.2 years and the average gender was male. Comorbidities included hypertension, dyslipidemia, diabetes mellitus, coronary artery disease, atrial fibrillation, congestive heart failure, prior pacemaker/internal cardioverter-defibrillator, prior stroke/transient ischemic attack, systemic arterial embolism, intracranial hemorrhage, gastrointestinal bleeding, diffuse bleeding with anemia, teleangiectasia in rendu-osler-weber disease, intraretinal bleeding, hemophilia a, prior coronary bypass surgery, prior valvular surgery, prior myectomy, prior left ventricular aneurysmectomy, ischemic cardiomyopathy, dilated cardiomyopathy, primary valvular cardiomyopathy, hypertrophic cardiomyopathy, tachycardiomyopathy, rheumatic heart disease, thrombus/significant sludge.

Manufacturer narrative:
Literature article: "a referral center experience with cerebral protection devices: challenging cardiac thrombus in the ep lab". Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including hypertension, dyslipidemia, diabetes mellitus, coronary artery disease, atrial fibrillation, congestive heart failure, prior pacemaker/internal cardioverter-defibrillator, prior stroke/transient ischemic attack, systemic arterial embolism, intracranial hemorrhage, gastrointestinal bleeding, diffuse bleeding with anemia, teleangiectasia in rendu-osler-weber disease, intraretinal bleeding, hemophilia a, prior coronary bypass surgery, prior valvular surgery, prior myectomy, prior left ventricular aneurysmectomy, ischemic cardiomyopathy, dilated cardiomyopathy, primary valvular cardiomyopathy, hypertrophic cardiomyopathy, tachycardiomyopathy, rheumatic heart disease, and thrombus/significant sludge. Some of the peri-and post-procedural complications reported were hemtoma, venous thrombosis, and arterial pseudoaneurysm; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.